Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the blank screen and that the programmer would not turn on. As a result the main processing unit (mpu) was replaced. Also, the hard drive was reimaged and all software updates were installed.

Event description:
It was reported that the programmer would not turn on. The programmer has been returned for repair. There was no patient involvement.